Event description:
On the same day after the carotid stenting procedure, the pt suffered visual field loss on the left side and was diagnosed with ischemic stroke. A male was consented to the study in 2008. Medical history included hyperlipidemia, coronary artery disease, coronary percutaneous revascularization, and hypertension. The index procedure was completed on the same day, and pt was symptomatic. The target lesion location was the proximal left internal carotid artery. There was no occlusion in the contralateral carotid. Target lesion diameter stenosis was 80% with lesion length 20.0. Total length of stented segment was 30mm. Qualitative lesion calcification was described as mild and concentric. Vessel tortuosity by visual inspection was not documented. Geometry of lesion was described as eccentric and ulcerated. Pre-dilatation of the lesion was not documented. The final target lesion percent diameter stenosis was 0. An angioguard distal protection device was used, deployed, and retrieved successfully with no technical problems. There was no debris found in the basket upon retrieval of the angioguard device. A precise stent was implanted for treatment of target lesion. There was no malfunction with the stent. The procedure was completed. The pt left the angio suite neurologically intact. On the same day, the pt suffered a neurological event of left sided visual field loss and was diagnosed with ischemic stroke. The onset was gradual, and it is unk if it was related to anti-coagulation. The duration of the neurological deficit is unk. Emergency cea surgery was not required.

Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info to be submitted 30 days upon receipt.